Event description:
Physician reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, g1, g2.

Event description:
Physician reported left side rupture. Device remains implanted.

Event description:
Device was explanted and replaced.